Event description:
Patient had her first operation in 2003. After the surgery, patient cannot open her mouth. Her mouth is fusing together. Patient is in pain and cannot eat. Patient had her second operation in 2006. Her right condyle was taken out in 2005. Patient's mouth started locking out so md went back in 2006 and both left and right were replaced. Patient is still in pain and jaw still locking out.